Manufacturer narrative:
Product ID 3889-33, lot# va0brx7; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(6).

Event description:
It was reported, the patient just received their implant the day prior to report and the morning of report they started to experience stimulation going down their left leg and all the way down to their big toe. It was stated, the stimulation was making their leg jump. It was noted, the patient didn¿t adjust anything because, they hadn¿t received any training. Reportedly, the patient was set on program 1 at 0.6 volts. The patient decreased to 0.5 volts and reported their leg didn¿t feel jumpy anymore.